Event description:
It was reported that a malfunction alarm occurred. The pump was replaced to resolve the issue, and the customer will continue to use current pump for insulin therapy until replacement arrives. There was no adverse impact to the customer¿s blood glucose level.